Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What grade of hemorrhoids did the patient have? Did the surgeon wait 15 seconds and then retighten prior to firing? Were there any staple formation issues noted during the initial procedure or secondary over-sewing? If yes, can you describe the staple formation? Could you please indicate approximately how much blood was lost? Was a transfusion required? Was the secondary procedure conducted at the bedside, or was the patient returned to surgery? Were there any hemostasis related issues noted during the initial procedure? Was the device difficult to close? Was the device difficult to fire? Was the washer inspected to confirm a complete cut? Will the device be returned for analysis? What is the current patient status?

Event description:
It was reported by the affiliate that post-op a minimally invasive procedure for hemorrhoids (miph) procedure, after four hours of surgery when the surgeon visited the patient, he was heavily bleeding and when examined it was seen that staple line had opened at nine to eleven o¿clock position; which was tackled by taking suture to stop the bleeding.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what grade of hemorrhoids did the patient have? Grade 3 did the surgeon wait 15 seconds and then retighten prior to firing? No were there any staple formation issues noted during the initial procedure or secondary over-sewing? If yes, can you describe the staple formation? There were no staple formation issues noted during the initial procedure. Could you please indicate approximately how much blood was lost? Was a transfusion required? There was no count of blood loss noted but later had to transfuse 1 bottle of blood. Was the secondary procedure conducted at the bedside, or was the patient returned to surgery? The patient was taken back for surgery and resutured. Were there any hemostasis related issues noted during the initial procedure? No was the device difficult to close? No was the device difficult to fire? No was the washer inspected to confirm a complete cut? Yes will the device be returned for analysis? Yes what is the current patient status? The patient is discharged and doing fine.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: is it the surgeon¿s typical routine to wait approximately 30 seconds after completely closing the instrument before firing? Yes the surgeon waits 30 seconds before firing. Does the surgeon wait approximately 20 seconds after firing before opening the instrument? Yes he waits 20 sec after firing and before opening the instruments.

Manufacturer narrative:
(B)(4). Batch # m5692d. The analysis results found that the pph03 device arrived with the breakaway washer present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.